Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional info becomes available.

Event description:
The facility representative reported "no alarm during occlusion test" on a flogard pump during bio-med testing. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility representative, no pt injury or medical intervention has been reported related to the device. No additional info was available.